Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to pair with their merlin mobile application. It was suspected that the ICD exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences.